Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 1ml ls 25ga 5/8in w/orange hub had black spot on the hub.

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no non-conformance's associated with this issue during the production of this batch. Two photos were returned for investigation. From the photo, observed foreign matter on needle hub. 1 actual sample with open package was received for investigation. It was observed that black fm was seen on the outer surface of syringe tip. The black fm was measured by the fm chart and determined to be < 0.05mm-sq which had passed the specification of fm= < 0.05mm-sq. After measurement, when preparing the sample to send for ftir by external lab, the fm dropped off. The fm was determined to be loose fm. The lab analysis was not to be performed. The complaint is confirmed, and product is within specification. Based on investigation, the probable root cause could be the loose fm transferred from the manufacturing environment during handling and/or during manufacturing process. Unable to determining the actual root cause. CAPA 624191 was initiated.

Event description:
It was reported that a syringe 1ml ls 25ga 5/8in w/orange hub had black spot on the hub.